Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 500 mg/dl at the time of incident. The customer's current blood glucose value was 432 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with manual injection. Customer stated that cannula was bent. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.